Manufacturer narrative:
The complaint of a subcutaneous leak is confirmed. The catheter was received in two sections. The partial tear is found on the distal section of tubing. The location of the partial break site is 0.9 inches distal to the proximal end of the distal section. The break site is jagged irregular with a granular veneer. The break line is perpendicular to the axis of the tubing; however, the exact mechanism of damage cannot be determined. The catheter was in place for approximately 6 months. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. The discoloration of the catheter between the extension legs and cuff is due to chemical staining. Evident by the complaint sample returned, it appears the catheter has been exposed to a harsh skin prep or other catheter cleaning solutions. Gross visual and microscopic examinations and functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process.

Event description:
Optiflow placed in 2004. Big problems with blood flow & pressure during dialysis. X-ray shows fracture where the catheter enters vena subclavia.